Event description:
Additional information received reported "it works well now." A reprogramming was done on (B)(6) 2012.

Event description:
It was reported the patient experienced a loss of efficacy, which was unrelated to stimulation therapy, following an unrelated medical procedure about one week prior: total shoulder replacement. The patient was at .5 volts prior to replacement and was getting good relief. Post-surgery, she was able to feel stimulation at .5 volts, but she was going to the bathroom about every thirty minutes. She increased to .6 volts and was still going every thirty minutes. The patient was familiar with changing programs, so she was to change to program 4 to see if the efficacy returned. If it did not, she would contact her health care provider. Additional information received reported that when the "catheter" was re-connected following the unrelated surgery, the patient was back to urinating every hour on the hour all night long, which was very discouraging along with the discomfort of the major surgery. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v809648, implanted: (B)(6) 2011. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).